Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively the surgeon felt inaccurate. There was no reported delay or patient impact. Follow up with the site noted that they were not aware of the inaccuracy and therefore could provide no further information.

Manufacturer narrative:
Patient gender and date of birth updated. UDI updated. Device manufacturing date updated.

Event description:
Additional information received on (B)(4) 2018 reported it was 3mm of inaccuracy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.